Manufacturer narrative:
(B)(4). Facility declined to provide omitted patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, after performing three (3) ifr measurements, the aortic pressure signal was lost. Visual, microscopic inspection and functional testing were performed on the returned device. The sensor was broken and the distal portion of the sensor was missing. The device was not recognized during testing. The probable cause of the reported failure is an electrical issue within the device. The probable cause of the observed broken and missing distal portion of the sensor could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported as there is a potential for harm if the event were to recur. A piece of the sensor is missing and it cannot conclusively be determined when or where the separation occurred.